Event description:
On (B)(6) 2012 at the (B)(6) medical center in durham nc it was reported that during in-house in-service, the rotaflow console serial number (B)(4) made a "squealing" noise, shut down, an emitted smoke. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and the power supply board was found to be defective and was replaced. Device was tested per factory specifications and passed all tests. (B)(4).